Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver was returned for evaluation. The device was visually inspected and no defect was found. The receiver will boot and charge. The receiver download was retrieved and no issues were found. Receiver functional tester: passed all relevant testing. Confirmation of the complaint was not confirmed via product. The probable cause was unable to be determined via product.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the device received a receiver has failed notification. Product has been received for evaluation and is pending results. A follow up report will be submitted upon completion of investigation. No additional event or patient information is available.